Event description:
It was reported that the device did not deliver the desired volume or peep during use. There was no patient injury reported.

Manufacturer narrative:
The same issue occurred on another date, (B)(6) 2024with the same device. Therefore, another complaint was opened (see (B)(4) / ref. 6.6.2-2024-090157). The investigation was carried out based on the available information including the logfiles. Also, the atlan in question was available for investigation. Based on the logfile analysis, a leakage located at the expiratory side during the inspiratory phase was found. The measured leak was around 10-17ml during inspiration which caused the reported deviation from desired volume or peep during neo ventilation and resulting in the atlan alarming for ¿breathing system failure¿. With adults, this amount of leak is not relevant in relation to the tidal volume. External as well as internal leakages will be detected during leak- and system-test prior to use. In this case here, the expiratory leak flow however was 0ml/min during the leak- and system test prior and after the date of event. During the case in question, a leak was detected and the device alarmed accordingly. The integrated pressure-, flow- and patient gas monitoring ensures that deviations from set/expected ventilation parameters are obvious for the user and that alarms will be given depending on the alarm limits adjusted by the user. The atlan in question was received for investigation and the reported symptom that no leak was present during the leak test but during use could be reproduced using similar ventilation settings. The replacement of the breathing system has solved the issue. However, even based on detailed root cause analysis and replacing several valves, the exact location of the leakage inside the breathing system could not be finally determined. Besides the other case with the this exact same device, there were no similar cases reported. Since the same device was affected, the case can be assessed as a single event. The replacement of the breathing system has solved the problem.

Event description:
It was reported that the device did not deliver the desired volume or peep during use. There was no patient injury reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.